Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support arranged for the replacement of the pump.